Event description:
It was reported that the set oxygen concentration value was unintentionally increased to 87%. The patient received too high amount of additional oxygen for approximately one hour. When discovered, the oxygen concentration was lowered to the initial set value of 25%. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).